Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 280 and 140 mg/dl. Tests were done within 10 minutes with a difference of 59%. Pt using expired strips. Checkstrip test within normal range. Pt did not experience any adverse events. No further info has been reported.